Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported that the pump had calibration issue. "Issues were identified at the time of programming, so no patients were injured as they were pulled out of circulation".

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of -2.67%, which was within the +/-5% specification. It was found to have a battery outside of warranty which was not related to the reported issue. The device was tested to meet all specifications on 07/13/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00235).